Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had a history of constipation and took medication at night that make they drowsy. Patient mentioned stimulation was bothersome and uncomfortable during the night and had to decrease it. Patient noticed they were going more frequently to the restroom and thought it was due to consuming more liquids due to an allergic reaction to their medication and going to urgent care. Patient was in the hospital due to an allergic reaction to medication which made their arms and hands red. Patient stated they were very scared and it was a very bad day. Patient had to turn stimulation down because they were feeling it too much on their leg. It was noted that the patient was pushed into a wall and the incision on their buttocks was hurting and now the stimulation was felt on their leg, instead of groin area. It was later confirmed that the doctor stated the lead was still in place. No further complications were reported.